Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant, the right ventricular (rv) lead exhibited transient loss of capture. The physician suspected the rv lead was damaged during the implant procedure. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the inner insulation of the lead was extrinsically breached due to a cut. There was blood on the distal conductor of the lead, and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted there was a cut through from the overlay tubing to the outer and inner insulation at 40 cm from the pin, and that allows blood ingress into the lead body and on the conductor. If information is provided in the future, a supplemental report will be issued.